Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6) 2017 for investigation; however, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during patient use, the emergency team experienced intermittent user advisory (ua) 41 (patient temperature sensor failure) error messages on the autopulse platform (B)(4) and manual CPR was performed. No known patient consequence was reported. No further information was provided.

Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a user advisory (ua) 41 (patient temperature sensor failure) error message was confirmed during review of the archive data retrieved from the platform; however, the ua 41 error message was unable to be reproduced during functional evaluation. No device malfunction was found during the functional evaluation of the returned device. As a precautionary measure the temperature sensor was replaced and the device met all specifications. The autopulse platform is a reusable device and was manufactured on 05 mar 2013 and is approaching its service life of 5 years old. The archive data revealed multiple of user advisory (ua) 41 (patient temperature sensor failure) error messages occurred on the reported event date of (B)(6) 2017. The archive also shows ua17 (max motor on time exceeded) and ua18 (max take-up revolutions exceeded) error messages to have also occurred on the reported event date but they are unrelated to the reported complaint. User advisory 17 is an indication that the lifeband is twisted or battery voltage is low. User advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. Functional evaluation of the platform found no issue. The platform operated as intended without the ua 41 error message or any other faults. Additionally, the storage and shift check conditions are not known; however, factors such as ambient storage condition (e.g., fire truck in sun) or soft surface that may block air vents are known to cause ua 41 error messages in rare cases. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse serial number (B)(4).